Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, pelvic pain, parity 3, gravida ii, dysmenorrhea, menorrhagia, uterine fibroid and ovarian cyst. Previously administered products included: minerva [cyproterone acetate;ethinylestradiol]. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2932 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,salpingectomy,peritoneal biopsy,minerva endometrial ablation). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.342 kg/sqm. [Pathology test] on (B)(6) 2018: pathologic diagnosis: peritoneum, biopsy: endometriosis. Fallopian tubes, resection: bilateral fallopian tubes without diagnostic abnormality. Clinical information: reason for tissue submission:menorrhagia, unwanted fertility specimen(s) submitted: peritoneal biopsy; fallopian tubes. Gross description: peritoneal biopsies" and consists of three fragments of tan soft tissue 0.3-0.5 cm. The specimen is submitted in toto in one cassette. [Smear cervix] on (B)(6) 2018: procedure: the patient was appropriately positioned. A speculum was placed in the vagina and the cervix was visualized. The cervix was swabbed times 3 with an acetic acid solution. A green filter was used to enhance visualization of the epithelium. Colposcopic exam of the cervix was adequate - all of the squamocolumnar junction seen without use of the endocervical speculum. Findings: cervix: no we, mosaicism, punctation, abnormal vessels, or hpv change and acetowhite lesion(s) noted at 6 o'clock. Biopsies collected at 6 o'clock. Endocervical curettage was performed. Vaginal inspection: vaginal colposcopy not performed. Vulvar colposcopy: vulvar colposcopy not performed. She was also noted to have white curdy vaginal discharge the patient tolerated the procedure well, without difficulty. [Ultrasound pelvis] on (B)(6) 2019: subjective: g12p3, nsvd x3, follow up irregular bleeding and pain s/p endometrial ablation last year. Intermittent bouts of bleeding and some pain. Continues to have one day of pain almost weekly. Lower pelvis,sharp contraction pain lasting up to half hour, radiates into her butt, it will fade and return. It may go on for a half to a full day. Sometimes it will only last 30 minutes. Always occurs at work. Prior to her ablation, she experienced heavy periods. Pain, since her second child about 15 years ago, same pattern. Since I saw her last she had a large bleed a few days ago associated with pain. She has stopped bleeding now. Us today shows findings consistent with endometrial ablation. Impression: irregular bleeding; persistent intermittent pelvic pain; history of endometrial ablation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporters, patient information, medical history, lab data, drug removal date, event onset date, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2588 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6)2018. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.